Manufacturer narrative:
The complaint was dispatched to the field service engineer (fse) department on the (B)(6) 2015 for further investigation. The fse followed up with customer over the phone and informed the customer to replaced the nozzle assembly. No further actions is required by the fse. The instrument is functioning as intended and was released. A 13 month complaint/ service history review for serial (B)(4) was performed and found no other complaints with similar events. The most probable cause for this event is nozzle assembly. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2015 the customer reported error 2012 air detected diluent. The customer removed the back panel and the sample nozzle is broken. Customer requested service in order to address the reported issue which resulted in delayed reporting of results for e2 and progesterone. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.